Event description:
A complaint of imprecise sequential readings was received on a customer's freestyle mini meter. The customer obtained readings of 40, 112, 45 and 60 mg/dl within a ten minute timeframe. There was no report of death, serious injury or mistreatment.